Event description:
(B)(4). Same patient as 2134265-2012-01465. It was reported that during a coronary artery treatment procedure, suboptimal stent expansion occurred. The index procedure was performed in (B)(6) 2010. The target lesion was located in the mid left anterior descending (lad) artery with 95% stenosis and was 20 mm long with a reference vessel diameter of 2.7 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 28 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel in (B)(6) 2011, the patient presented with chest discomfort and was diagnosed with unstable angina. The patient was hospitalized and referred for cardiac catheterization. The 70% stenosis in the proximal lad, proximal to the previously placed study stent and after the origin of 1st diagonal, was treated with the placement of a 3.00 x 12 mm ion drug-eluting stent. Post deployment of the ion stent in proximal lad, an "incomplete or at least suboptimal stent expansion" of the ion stent was noted. This was treated with post dilatation using a 3.0 x 8 mm nc quantum maverick balloon to a maximum of 14 atmospheres. Final imaging showed good stent result. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).